Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance with high out-of-range shock impedance measurements recorded. A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and noted there were no noise events stored in the device's arrhythmia logbook. Ts recommended troubleshooting options and to have an in-office follow-up. At this time, the device remains in service. No adverse patient effects were reported.